Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the channel infusing propofol, volume to be infused (vtbi) reset as if a new bag was started due to alaris system manager network issues. The dose and rate were maintained correctly. There was patient involvement but no harm.

Event description:
It was reported that the channel infusing propofol, volume to be infused (vtbi) reset as if a new bag was started due to alaris system manager network issues. The dose and rate were maintained correctly. There was patient involvement but no harm.

Manufacturer narrative:
Omit: concomitant med prod data (9601) correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Additional information: imdrf annex b code and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.